Event description:
\Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient had a pump malfunction and had to have their pump removed. The patient went to their doctor's office on (B)(6) 2025 and their pump reservoir was empty. Their pump was filled full of saline. The following monday, the patient went to the hospital to have their pump removed because it was infected, inflamed, and red on the skin/outside and was hurting. The patient underwent emergency surgery and the pump was removed on (B)(6) 2025. When they called their healthcare provider (hcp) "on monday", they were advised to go to the emergency room so they could be admitted and monitored. The patient stated that the inflammation started back on the night of (B)(6) 2025. The patient also stated that, when their pump was refilled on the (B)(6) 2025, there should have been 20ml of morphine remaining in their 40ml reservoir. The patient was redirected to their hcp regarding billing concerns and questions related to the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the doctor removed the pain pump on (B)(6) 2024. The pump site was tender, increased temperature, increase white blood cell count of 13,000. The cause of the empty pump and volume discrepancy was not determined. There was a pump refill on (B)(6) 2025. The expected volume was 6ml and the actual volume was 0.5ml; there was white cloudy fluid. The pump was rinsed with "10ml + 3" and filled with 20ml preservative free normal saline. The pump explant resolved the event. Cultures from the pump site were negative after 4 weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.